Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the pressure detection had failed on the patient side. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the pressure detection had failed on the patient side.

Manufacturer narrative:
The customer called in to report that the pressure detection had failed on the patient side. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.